Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a synchron alkaline phosphatase (alp) reagent pack that was leaking upon receiving. No injury was reported.

Manufacturer narrative:
Service sent a replacement reagent to the customer. No other information is available for this event.